Manufacturer narrative:
Continuation of d10: product ID 978b128; lot# va2jln6; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6); ubd: 04-oct-2023; UDI#: (B)(4); b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had problems with their previous implant and it wasn't doing what they should do for their bladder. Patient stated they were able to get the pulsation but they still had problems of leakage and everything else. Agent asked patient if they had a 50% improvement on their baseline symptoms and patient stated no, they couldn't even tell you that the lead has been broken, the lead connection to their old one was not working for over a year. Patient reported that the new implant seems to be working correctly. The patient reported that their baseline symptoms returned and they lost therapy benefit.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2jln6 implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.